Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
There was noise reported on this rv lead. The physician decided to disable the ICD function of the device for now and monitor the patient. To date, there has been no revision. Should additional information be received, this file will be updated.